Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage, lines on the image a root cause could not be identified. Based on the results of the investigation, lines on the image occurred due to faulty charged coupled device (ccd). The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported picture would not focus involving an olympus camera head. There was no patient injury reported.